Event description:
The patient reported that the up arrow button does not always respond.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump was returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the keypad was found to be intact; no peeling or lifting was observed. The up-arrow keypad button press did not activate desired pump functions during testing. It was also found that none of the buttons have normal spring back. There was evidence of keypad adhesive found under all key contacts.